Event description:
The customer reported to olympus, the colonovideoscope had an insufficient angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to adhesive peeling on bending section cover or distal sheath (black covering of the bending section), insulation resistance value at distal end does not meet the standard value, due to a cut on angle wire, bending section cannot be bent in up direction at all, an abnormal sound is made due to damage on upward/downward angulation control knob (u/d) knob, due to damage on u/d knob, u/d knob does not move smoothly, due to wear of angle wire, the play of u/d knob is out of the standard value, adhesive on bending section cover or distal sheath has a chip, u/d knob has a scratch, forceps elevator, lock engagement lever (fe) knob has a scratch, fe lever has a scratch, adhesive around objective lens is peeled, adhesive around light guide lens is peeled, plastic distal end cover/probe cover has a scratch, connecting tube has a scratch, due to adhesive peeling around objective lens, and a streak of flare appears in the image. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was unable to be specified. The cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. A device history review revealed that the subject device was reviewed and it was confirmed that the device was shipped in compliance with specifications. It was confirmed that the subject device was free from non-conformity in manufacturing. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.